Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed software error detected error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self-test. The customer stated that the insulin pump was in auto mode and now at this moment cannot detect sensor and not in auto mode. The insulin pump received software error detected error and meter not able to send reading to insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.